Event description:
It was reported that during a stent removal procedure, the device detached inside the pt's body. A 2.6 x 120 graspit urological grasping forceps had been advanced to remove an unspecified stent. Stent removal was complete; however, at an unspecified time during the procedure, the end of the grasper broke off in the pt's kidney. An unk type of stent was implanted. A kub x-ray confirmed that the broken piece of the graspit device is lodged in the renal pelvis. An ureteroscopy procedure to remove the device fragment has been scheduled. There have been no additional pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: inspection of the device found the graspit jaws and cannula have separated from the drive wire/coil and were not returned. Glue residue was observed on the drive wire/coil where it was adhered to the cannula. A review of the device history record revealed no issues that could be associated with this incident. The most probable root cause of the reported complaint could not be determined.